Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted in the operating room. It was naturally removed about two days after the patient was moved to the ward.

Event description:
It was reported that the foley catheter was inserted in the operating room. It was naturally removed about two days after the patient was moved to the ward.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all-silicone foley catheter. Verified material number 1191316 and manufacturing lot number nghy1465. Visual inspection noted the balloon had burst measuring 0.2605". Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure (B)(4), revision 13, which states, "balloon must not be torn". This is out of specification per inspection procedure ip7603444, revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.